Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that following implant of their inflatable penile prosthesis (ipp), they are experiencing symptoms of pain, burning in the area, discomfort, and dissatisfaction with the size of the penis following the patient. The physician ruled out an infection. The patient believes it is an allergic reaction. No further information has been obtained to date.